Event description:
It was reported that downstream occlusion error. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log). The customer stated problem was duplicated. Verified bad downstream occlusion sensor due to calibration failure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
B5: additional information received on 11-aug-2022 via email and attached to complaint object: the pump wasn't in use on a patient. The issue was found during routine inspection prior to patient use. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 2120 h4: correction: device manufacturing date: 28-aug-2017.